Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and later total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a laparoscopic bilateral salpingectomy and on (B)(6) 2016, she underwent a total laparoscopic hysterectomy with robotic technology. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2001, (B)(6) 2005) and cesarean section. Denies alcohol, tobacco (never). Previously administered products included for an unreported indication: dexilant from (B)(6) 2015 to (B)(6) 2017, portia from 2012 to (B)(6) 2015, portia from 2012 to (B)(6) 2015, misoprostol in (B)(6) 2015, fluconazole from 2010 to 2015, desonide from 2010 to 2015, triamcinolone from 2010 to 2015, nystatin from 2010 to 2015, contrave from (B)(6) 2015 to (B)(6) 2015, levora from 1997 to 2011, levora from 1997 to 2011 and cephalexin in 2010. Concurrent conditions included obesity, endometriosis (fulguration) since (B)(6) 2016, pelvic adhesions (lysis of adhesions) since (B)(6) 2016, yeast infection since 2010, general anesthesia, ovarian cyst and pap smear abnormal. Family history included breast neoplasm, type ii diabetes mellitus and hypertension. Concomitant products included doxycycline hyclate since (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2017, ketorolac from (B)(6) 2016 to (B)(6) 2016, naproxen from (B)(6) 2016 to (B)(6) 2016, oxycodone from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, topiramate (topamax) from (B)(6) 2016 to (B)(6) 2017 and triamcinolone from 2010 to 2011. In 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity") with pruritus. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"). In (B)(6) 2015, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("lower back pain (daily moderate)"), dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and fatigue ("fatigue"). The patient was treated with escitalopram, escitalopram oxalate (lexapro), surgery (laparoscopic hysterectomy and bilateral salpingectomy and later total laparoscopic hysterectomy) and surgery (dilation and curettage, endometrial nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, abdominal pain, vaginal haemorrhage, urinary tract disorder, headache, dyspareunia, hypersensitivity, back pain, dyspepsia and fatigue outcome was unknown and the alopecia, menorrhagia, bladder disorder, dysmenorrhoea, migraine, nausea and gastrooesophageal reflux disease had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, nausea, urinary tract disorder, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a laparoscopic bilateral . Salpingectomy and on (B)(6) 2016, she underwent a total laparoscopic hysterectomy with robotic technology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming dysmenorrhea; migraine, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical records received-all relevant medical history, concurrent condition and treatment drug were added, events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (itching on abdomen), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, perforation (uterus), gastrointestinal or digestive system condition type: indigestion, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.